Manufacturer narrative:
E1: name: ypsomed ag. Country: switzerland. Street: weissensteinstrasse 26. State: solothurn (so). City: solothur. Zip code: ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was stated that patient reported that infusion sets have come off consecutively on (B)(6) 2026.